Event description:
Perclose deployed to right groin puncture site, needle removed with suture not attached. Dr proceeded to push knots down to arteriotomy. Rptr observed the suture break and the site began to bleed. Manual pressure was applied immediately to groin and md ordered syvek patch applied to site. Md states "device failed".

Event description:
Add'l info rec'd from MFR 12/13/02: the physician attempted arteriotomy closure with the closer 6 fr device. When removing the needle, no suture was attached. The physician proceeded to push the knot down to arteriotomy and the suture broke and the site began to bleed. When the knot was pushed down, the suture trimmer was used to slide it down further and it cut the suture. Manual pressure was applied and the physician ordered a syvek patch. The device has not yet been received by abbott for testing and investigation. It was determined that the reported incident is non-reportable and would not cause serious injury. The abbott aware date is 10/31/02. Abbott is currently awaiting the return of the device.